Manufacturer narrative:
Other text: the returned device was evaluated. During evaluation the device passed visual inspection. During functional testing, the device triggered a "motor speed out of bounds" error when the airway adapter was installed, this was due to a defective detector filter wheel. Accuracy testing could not be performed on the device due to the "motor speed out of bounds" error preventing the device from obtaining readings. E1. Initial reporter zip code: (B)(6). Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the irma " values are showing high. Etco2 values showing above 45 and fico2 values showing above 6." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(4). H3 other text: product not returned.

Event description:
The customer reported the irma " values are showing high. Etco2 values showing above 45 and fico2 values showing above 6." There was no patient impact or consequence reported.